Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction and burn? Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Infection. As prednisone was prescribed for all patients but one. Were any prescription strength medication prescribed for patient 6 (B)(4).? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and topical skin adhesive was used. Customer reported that the patient had a topical adhesive rash, blister and burn reaction after usage. The patient was given prednisone to help heal it. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: health effect clinical code. Additional information provided: customer reported that the patient had a topical adhesive rash, blister and burn reaction after usage. The patient was given a prednisone taper. This rash presented along the incisions= of the abdomen where the prineo was placed and spread to her lateral torso. The rash was raised red bumps, with some appearing like small blisters and areas that were red and burn like. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Name of surgery: 1. Abdominoplasty. Procedure date: (B)(6) 2024. What day or date was the reaction noted? (B)(6) 2024. Infection? Please specify: n/a. Was any surgical intervention performed? No. Were any cultures taken? Results: n/a. Please describe how was the adhesive was applied: the skin was cleansed with sterile saline, thoroughly dried and the prineo placed over the incision. What prep was used prior to, during or after adhesive use? Betadine paint was used prior to surgery. No prep was used prior to application of the adhesive. No prep was used after the adhesive application. Was a dressing placed over the incision? Yes. If so, what type of cover dressing used? After the adhesive was given time to dry, lipo foam was placed over the abdomen and a compressive 3 panel abdominal binder was applied. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials: cs, gender: f, age: 51 (at time of surgery and reaction). Dob: (B)(6) 1972, bmi: 25.4. Patient pre-existing medical conditions (ie: allergies, history of reactions): no known allergies or pre-existing conditions. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Product lot of product used: uabaxd exp 12-31-2025. Current patient status: the product was promptly removed when the rash was reported. The patient was treated with a prednisone taper and the rash resolved within 3 weeks. Rx: prednisone 10 mg tablets. Take 2 tablets (20 mg) for 7 days then take 1 tablet (10 mg) for 7 days at 8:00 am with food. Name of surgeon: (B)(6). What is the physician¿s opinion of the etiology of or the contributing factors to this event? No additional opinion. He uses the prineo product on a regular basis with minimal to no issues until this recent batch of six patients whom all had topical skin reactions. Due to the close proximity of their surgeries and subsequent reactions, he requested the manufacturer/distributor be notified of the issues. Is the product available to return for analysis? No. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.